Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/05/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed share log review and failed. Performed share log review and no data was available. The problem is undetermined because the transmitter has no share log data available. A root cause could not be determined.